Manufacturer narrative:
Continuation of d10: product ID unknown non-medtronic guidewire; product lot/serial number unknown; product type: vascular guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the guidewire used in the valve implant procedure was a non-medtronic device.

Manufacturer narrative:
Continuation of d10: product ID unknown guidewire; product lot/serial number unknown; product type: vascular guidewire; implant date na; explant date na updated data: b5, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the completed heart block first occurred with the crossing of the aortic valve with the wire. The completed heart block was reported as resolved the same date as onset. The patient was discharged 2 days following the valve implant.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329 ; product lot/serial number (B)(6); product type: catheter loading system; implant date na; explant date na product ID unknown guidewire; product lot/serial number unknown; product type: vascular guidewire; implant date na; explant date na updated/corrected data: b5, d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complete heart block occurred prior to crossing with the delivery catheter system (dcs). As reported, it was possible but not clear if the new valve caused sustained persistence of the heart block.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number (B)(6), product type: delivery catheter system. Product ID: l-evolutfx-2329, product lot/serial number: (B)(6), product type: delivery catheter system. Should additional information be received regarding the reportable event, a supplemental medwatch will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. Following the valve implant, an electrocardiogram (ECG) identified complete heart block. A permanent pacemaker was implanted the following day. Prolonged hospitalization was required. No additional adverse patient effects were reported.